Event description:
As reported: "patient underwent primary right shoulder replacement, on (B)(6) 2024, at (B)(6) hospital, qld. Patient underwent revision of this shoulder joint, yesterday on (B)(6) 2024), after a short history of pain, swelling, redness over surgical site. Pt presented at (B)(6) hospital last friday on (B)(6) 2024), with these signs, and feeling generally unwell. Clinical diagnosis of infection, as per surgeon's comments yesterday (same surgeon). Revision surgery yesterday carried out at (B)(6) hospital. Wound opened, multiple specimens taken as several implants were removed and replaced, after copious lavage / debridement. Humeral tray and poly replaced. Ascend flex stem left insitu (appeared to be solidly fixed). Glenosphere replaced. 3 of the 4 baseplate screws replaced (4th screw unable to be removed). Baseplate left insitu - very slight movement of baseplate noted, after the 3 x screws removed, but surgeon decided to leave it insitu, and after the new screws were implanted, the baseplate appeared solidly fixed."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the exact root cause of the complaint event. If more information is provided, the case will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "patient underwent primary right shoulder replacement, on (B)(6) 2024, at (B)(6) hospital, qld. Patient underwent revision of this shoulder joint, yesterday (B)(6)2024, after a short history of pain, swelling, redness over surgical site. Pt presented at (B)(6) hospital last friday (21.6.24), with these signs, and feeling generally unwell. Clinical diagnosis of infection, as per surgeon's comments yesterday (same surgeon). Revision surgery yesterday carried out at (B)(6) hospital. Wound opened, multiple specimens taken as several implants were removed and replaced, after copious lavage / debridement. Humeral tray and poly replaced. Ascend flex stem left insitu (appeared to be solidly fixed). Glenosphere replaced. 3 of the 4 baseplate screws replaced (4th screw unable to be removed). Baseplate left insitu - very slight movement of baseplate noted, after the 3 x screws removed, but surgeon decided to leave it insitu, and after the new screws were implanted, the baseplate appeared solidly fixed."